Event description:
The reporter stated when they opened the packaging of an cc420bf collamer plate lens, it looked as if the vial had been leaking. There was crystallization on around the outside of the sealed bottle. There was no patient contact.